Event description:
It was reported that, at the time of the patient's revision of a scorpio tka, it was found that the post on the ps tibial insert had fractured and was completely separated from the rest of the insert. All pieces were removed and a replacement implanted without incident.